Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k101086. Product location unknown.

Event description:
The picture of the implant on the package label does not show the correct implant design. There was no patient involvement and no delay in a procedure as a result of the event.